Manufacturer narrative:
The hospital declined ge healthcare service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to ventilate in any mode. There was no report of patient involvement.